Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, stations were not communicating with the cerner system, new medication orders were not crossing over to pyxis, and newly admitted patients were being manually entered into pyxis es. Nurses had been overriding medications. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a purge was preventing accurate messages regarding message status. A technical support specialist confirmed that all devices were in critical override and verified that messages were crossing and the interface was current. The purge issue was addressed to restore accurate message status. Case opened for monitoring then closed after customer permission was received. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, stations were not communicating with the cerner system, new medication orders were not crossing over to pyxis, and newly admitted patients were being manually entered into pyxis es. Nurses had been overriding medications. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.